Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient received a left primary attune system for unknown reasons. The patella was resurfaced and depuy cement x1 was utilized. The primary operative notes were not provided. The patient received a left revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon encountered and removed scar tissue. The tibial tray was grossly loose at an unknown interface. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.